Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements along with loss of capture. The patient was scheduled for further evaluation. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available, this report will be updated.

Event description:
--

Manufacturer narrative:
Additional information was received indicating an x-ray was performed which revealed no anomalies. The patient will continue to be followed in clinic. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.